Manufacturer narrative:
The investigation determined there was no product problem. The elecsys hbsag ii assay performs within specification.

Event description:
There was an allegation of questionable elecsys hbsag ii results from the cobas pure e 402 analytical unit. On (B)(6) 2025, the result was 5.16 coi (reactive). On (B)(6) 2025, the result was 3.52 coi (reactive). On (B)(6) 2025, the result was 1.77 coi (reactive). On (B)(6) 2025, the results were 18.40 coi and 18.1 coi(reactive). One of the samples was sent to another laboratory and tested on an abbott alinity analyzer. The result was 0.46 coi (non-reactive). One of the samples was tested using hbsag confirmatory test, and the results were "2.30 / 2.88 = 79,86% (non-reactive)".

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.